Event description:
Pt on ventilator when alarm sounded. Responded to alarm, found window on bottom right flashing "circ." Ventilator not providing ventilator support. Removed and pt was ambu-bagged until new ventilator could be set up.